Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an f-66 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during preventive maintenance. The root cause of the f-66 alarm was determined to be a defective central processing unit board (cpu). No repairs have been performed at this time as the referenced device has been removed from service. If any additional relevant information is received, a follow up MDR will be sent.